Manufacturer narrative:
No injury was reported. At the time of event the device was almost 20 years in operation. Malfunction of single components due to wear and tear can't be fully excluded after such a long time. The visual and functional analysis revealed that the device failed due to a technical failure related to the input device for the ventilation frequency. As specified the user gets notified by an optical and acoustical alarm. According to the instructions for use the user is advised to have device and patient under constant supervision and to always keep an additional ventilation method available. By replacing the front housing part the device problem is fully solved.

Event description:
It was reported that the oxylog 2000 failed during operation and alarmed with "inop."